Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed in the opened position and would not close. The device and the trocar had to be pulled out of the pt. Another device and trocar had to be opened to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.